Event description:
In 2001 this "or" rn experienced blistering at the fingertips of 7 out of 10 fingers after wearing this glove. An ER physician prescribed a dose pack (40 mg of prednisone) which this nurse was to start the next day. The nurse did not do that though. The next day the nurse saw the employee health physician who prescribed 2% hydrocortisone cream, which the nurse did use. The nurse's symptoms lasted approx 5 days (during which time the nurse missed work). The nurse is back to work using the protegrity glove without any problems. Employee health nurse states that there is a question of this being a glove reaction versus herpes whitlow.